Manufacturer narrative:
(B)(4). Patient returned to treatment provider on (B)(4) 2007 with "extensive swelling/edema to face". Rated pain as 4. The treatment provider is no longer in business. This writer was unable to obtain treatment information from the treatment provider. The laser was service on the following dates: (B)(4) 2007. These service requests were not associated with report of adverse events.

Event description:
Patient sent email to cutera with report of "nerve damage and vision problems". The treatment date was (B)(6) 2007. The adverse event was reported to cutera (B)(6) 2011 by the patient.